Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with the customer's low blood glucose levels. The father states that the customer's blood glucose level had gone down to 33mg/dl. The father states that the customer treated with food. The father was not under hippa , so the customer's account was not able to be discussed.